Event description:
During the procedure a flex sheath was used to access the left femoral artery, there was challenge with placing the sheath, the sheath was removed, and it was discovered that tissue from the patient's artery was left on top of the introducer. The sheath's introducer was not locking into place. A second sheath of this same type had the same lack of lock for the introducer. The patient had harm to the left iliac artery, a stent was placed to repair the damage. Two devices - same lot#.